Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure stent dislodgement occurred. The target lesion was located in the right renal artery. During insertion of a 5.0mmx19mmx150cm express vascular sd stent delivery system (sds), the express vascular sd sds was bumped into the y-connecter. It was noted that the stent dislodged outside of the patient's body. The procedure was completed with another 5.0mmx19mmx150cm express vascular sd sds. No patient complications were reported and the patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).